Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Diagnosis: stress incontinence, urge urinary incontinence procedure: mid urethral sling placement complications: pain and recurrence of symptoms. (B)(6) 2007: vaginal bleeding, hematuria, erosion of urethral tape into vagina. Underwent cystoscopy. There is some evidence of mild trigonitis.